Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, no delivery/occlusion alarm and hyperglycemia. The customer blood glucose value was unknown. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1812. Troubleshooting was performed. Customer received constant delivery suspended errors even after changing the reservoir and infusion set. Customer reported pump injects less insulin that it calculates. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Product return status for mmt-1812 was unknown.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0871 inches. No under delivery anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 0 units of normal bolus was delivered on (B)(6) 2024. Pump was cut to perform visual inspection and found moisture damage on the pcba 2. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024: 03:37:18.000 bolus, 03:39:03.000 priming, 03:40:43.000 priming, 03:44:14.000 priming, 03:46:36.000 priming, 03:55:51.000 basal, 03:57:39.000 priming, 04:00:00.000 priming, 04:13:17.000 basal and 04:17:10.000 priming; in pump downloaded history. Force sensor zero offset within specification with 23.0 mv. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay and pillowing keypad overlay. Pump passed functional testing and no under delivery anomalies noted during testing. Possible under delivery anomaly was not confirmed. Unable to confirm high bg's. Unexpected insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.